Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the controller is not working at all since middle of last week. Patient stated they woke up in the middle of the night with excruciating pain in their upper arms and shoulder and pt was sweating and scared. Patient stated they used a cold cloth and ice pack. Patient stated the controller said to go into MRI mode and they cancelled. Patient stated the stimulation will not stay on and sometime stimulation is too strong and sometime its not strong. Agent asked patient to connect with the controller and controller show ins at 80%, controller 70% charged. Agent confirmed the controller is charging from the outlet. Patient stated they are on group c with four programs. Agent assisted patient with checking settings. Agent confirmed adaptive stim is not enabled. Agent asked clarifying questions and patient said the therapy is for their back and the therapy is helping. Agent reviewed the external devices are functioning as intended. Agent reviewed meaning of MRI mode. Agent reviewed therapy on/off button. Patient service reviewed device function. Agent recommend patient monitor the device and consult with healthcare provider office regarding the upper arm and shoulder pain. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.